Event description:
The patient was placed on a remifentanyl infusion as part of his anesthetic care along with propofol infusion and inhalational sevoflourane. The patent was stable throughout the procedure with low normal bp to be expected under this type of anesthesia. In fact, the remifentanyl was titrated down during the case in response to this. It was noted toward the end of the case when it was time to do medication reconciliation, that the 250ml bag of remifentanyl infusion was full and had not been infused at all despite the fact that the pump had registered that the remaining volume was 85ml. Apparently, the patient had not received any remifentanyl at all when we had thought he was. The pump was reevaluated by me and the resident and the dilution, units, infusion rate, and patient's weight in kgs was all correct. The infusion was changed to another pump for the few remaining minutes at the end of the procedure and the tubing was noted to be intact without any kinks or leaks. The infusion worked as programmed in the second pump. At the end of the case clinical engineering was notified and the pump and tubing were given to them for evaluation and to place the pump out of/for service and diagnostics. Patient awoke at the end of the procedure without any evidence of adverse effect. Clinical engineering interrogated pump and found: there was an immediate air-in-line alert and they reloaded the tubing. There was then an immediate upstream occlusion alarm, which they cleared. These alarms most likely had something to do with the bottle not being primed correctly. The bmet stated that the drip chamber was not filled even halfway to the minimum line.